Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts in the six rows of distal stent struts that were pulled distally, stretched and distorted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-may-2016. It was reported that crossing difficulties were encountered. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending (lad) artery. Following pre-dilation with a non-bsc balloon catheter in the mid right coronary artery, a 2.75x38mm promus premier¿ drug-eluting stent (des) was advanced to treat the lesion. Pre-dilation in the distal to mid lad artery was then performed using a 2.0x15mm non-bsc balloon catheter and a 28x2.50mm promus premier des was advanced but failed to cross the lesion. The device was exchanged with a 32x2.50mm promus premier¿ des but it also could not cross the lesion, thus, the device was withdrawn. A 2.5x30mm non-bsc stent was then advanced and deployed successfully. In mid left circumflex artery, pre-dilation was performed with a non-bsc balloon catheter and a 3.5x16mm promus premier¿ des was deployed. The procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.